Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away from multi-organ failure secondary to hemolysis from pump thrombosis. The patient was not an exchange candidate. The death was device-related. There will be no autopsy and the pump won¿t be returned. The customer did not send log files because they were confident they knew what the problem was and didn't need analysis. Additional information revealed that the patient had an infection and was non-compliant with their medication. Of note, the patient's international normalized ratio (inr) was difficult to manage: they were often subtherapeutic. Diagnostics collected upon the patient's final admission showed lactate dehydrogenase (ldh) levels at 3967 as well as creatinine levels elevated from the patient's baseline of 1.79. The patient also had 3+ blood in his urine. Aspartate transaminase (ast) was at 387.

Manufacturer narrative:
Section h6: health effect - clinical code: multiple organ dysfunction syndrome. Manufacturer's investigation conclusion. The report of suspected thrombus could not be confirmed as no product was returned for evaluation. A specific cause for the patient outcome, as well as a direct correlation between the heartmate ii lvas, serial number (B)(6), and the reported multi-organ failure, hemolysis, and infection, could not be conclusively established through this evaluation. No computed tomography (CT) images were available, and the thrombus was only confirmed through the patient¿s symptoms and lab results so the location of the suspected thrombus was unknown. The device worked as expected until it reportedly developed a thrombus. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no more additional information was provided. The heartmate ii lvas IFU, rev. C, and the heartmate ii patient handbook, rev. C, are currently available. Section 1 of the IFU, ¿introduction¿, lists various forms of multi-organ failure, device thrombosis, hemolysis, infection, and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 1 and section 6 of the IFU, ¿patient care and management¿, outline indications of pump thrombosis and how to respond to such events. Section 6, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation therapy and inr range, as well as suggested anticoagulation modifications. Section 6 also outlines care instructions in reference to preventing infection. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. A review of the sterilization and packaging documentation showed no deviation from manufacturing specifications. The implant kit was shipped on (B)(6) 2018. No further information was provided. The manufacturer is closing the file on this event.